Event description:
The tubing set was being used to deliver an unspecified solution at an unspecified rate. After an unspecified length of time, it was reported that the male adapter of a secondary tubing set was connected and tightened to the clave secondary port on the cassette of the tubing set for the piggyback delivery of an unspecified concentration of herceptin. The customer contact reported that twenty minutes after the piggyback delivery was started, an unspecified volume of solution leaked at the connection of the primary and secondary tubing sets. No specific details were provided. The solution that leaked was cleaned up according to the user facility's protocol. The secondary tubing set was replaced and the therapy was resumed. The customer contact reported that the patient received less medication than intended due to the replacement of the secondary tubing set; however, there were no reported adverse patient effects. There was no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The list and lot number of the device that was in use is unknown. The customer contact identified the device as an unspecified plum tubing set. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.